Manufacturer narrative:
(B)(4): evaluation summary: the analysis of the returned device did not reveal any damage to the returned filter basket and the peel away sheath was intact. The torque device was not returned. The guide wire shaping ribbon was separated 1mm proximal to the tip ball. The tip of the guide wire was in a hooked shape. The tip coils were stretched, smashed and offset. The damages observed to the guide wire shaping ribbon are most likely procedurally related and it is unlikely that this type of damage occurred during manufacturing. In addition, it was noted that the guide wire tip was bent and twisted, possibly caused by the tip of the guide wire becoming caught in the syringe. Findings of the scanning electron microscope (sem) indicate that the ribbon separation may be attributed to tensile overload distal to the center solder. During functional testing, the outer diameters of the delivery sheath tip were measured and met manufacturing criteria. Using a new torque device, the returned filter basket was successfully retracted into the delivery sheath tip with no anomaly and the embolic protection system was prepped using a new syringe filled with water, with no anomalies noted. Based on the reported info and the results of the analysis of the returned device, there are no findings that would suggest any material or workmanship deficiency that could have caused or contributed to the reported event. The incident is likely related to operational context of the device during preparation. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: unable to load filter. Time of malfunction: during device preparation. Symptoms/ae: no patient involvement. It was reported that during preparation of the rx accunet, the filter would not move out of the flushing tube into the delivery sheath. The device was not used and there was no patient involvement. During device inspection, the guide wire tip appeared bent and twisted possibly caused by the tip of the guide wire becoming caught in the syringe during prep. Though requested, no additional info was provided. This is being filed based on the analysis of the returned device, which revealed that the shaping ribbon was found detached.